Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The most probable cause of the finding is a defective cable. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, a definitive root cause of cable defect could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported that the camera head was broken. The device displayed no image and pins were loose. The malfunction was identified during preparation for an unspecified procedure. There were no reports of patient harm.